Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 48 mg/dl and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. The bg level then started to elevate (337 mg/dl) and a correction bolus via the pump was delivered to address the high bg. The customer thought the high bg may have been due to overcorrecting for the low bg or was possible due to the infusion set site as it was changed not too long ago. A pump system check was performed and no device issues were found. The customer declined to removed the infusion set site and declined tandem technical support's offer to follow-up to confirm the bg level had declined.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus request at 11:10 am of 5 units of insulin with 11.3074 units of insulin on board (iob). User completed a cartridge change sequence on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.